Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the device for review and was able to confirm that the device did power off during the event. Physio also observed that the device did log a "low battery" event prior to the loss of power. As a precaution, physio replaced the device's battery pins, as well as one battery which had a broken latch. The broken latch made it easier for the battery to be removed if not properly locked into place. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself during an event. The customer advised that the batteries were good and tight in the device. No further details were provided. Physio-control contacted the customer in order to obtain additional information about the patient and the event; however, the customer advised that they are unable to provide physio with any further details.